Event description:
Patient coded in assisted living room. Staff grabbed the zoll automated external defibrillator (AED) 3, AED available and placed pads on patient. AED pads, CPR (cardiopulmonary resuscitation)-d-padz would not adhere to patient. The expiration date on the pads are 5-12-2027 lot # 0722a. Patient was not sweaty, or powdered, had flaky skin. Emergency medical services (ems) arrived with in a couple minutes and placed zoll x series padpro conmed hands free pads on patient and they adhered without issue. Patient was transferred to emergency room (ER) and then expired. AED 3 was tested prior to use and then after and was in good working order.